Event description:
It was reported by the clinician that the stopcock was being used on a nicu pt. There was a crack noticed in the stopcock which caused the pt to loose 20 cc of blood. As a result, a blood transfusion was required. In 2008, the hosp stated they were taking sterile tubing and connecting that to the stopcock and were not using any type of prep solutions, etc.

Manufacturer narrative:
Sample will not be returned for eval. F/u report will be filed if add'l info becomes available.